Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an episode of non-sustained right ventricular oversensing which resulted in pacing inhibition. There were no patient consequences, and the device was reprogrammed to avoid the oversensing.